Event description:
It was reported that the user reported the dexcom g7 continuous glucose monitor (cgm) experienced signal loss to the ilet and no cgm readings were available, after which readings resumed during troubleshooting and a blood glucose value was obtained. No adverse clinical symptoms reported. Outcomes included no injury and no medical intervention. User support included customer service troubleshooting and education, confirmation of the cgm pairing code, and assessment of recent alerts. Investigation of this case revealed a transient communication failure between the ilet and the dexcom g7 consistent with intermittent connectivity or pairing interruption; normal function returned without replacement or repair. It was concluded, based on previously established findings for similar reports, that the cause was user-device communication disruption consistent with use-related or environmental factors.